Manufacturer narrative:
This case, with patient identifier (B)(6) is for system 1 and it is related to the case with patient identifier (B)(6) which is for system 2. The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different mobile meters within 10 minutes: 360 mg/dl (system 1) and 146 mg/dl, 113 mg/dl, and 67 mg/dl (system 2). No adverse event reported. Return of suspect device was requested and replacement was sent.